Event description:
The pt was bilaterally implanted with siltex saline prosthesis on 7/23/96. Subsequently, the pt developed a fever and pain in both breasts and the prosthesis were removed on 7/28/97.